Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 88 mg/dl, 87 mg/dl, 106 mg/dl, 115 mg/dl, 64 mg/dl, and 89 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer has discarded the test strips; replacement was sent.